Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The motor passed motor test. The pump passed no delivery test and no excessive "no delivery" alarm. The pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with an injection. The customer also stated that there were multiple no delivery alarms from the pump. The customer stated that she changed the infusion set constantly. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there are no motor position encoder errors in the alarm history. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.